Event description:
It was reported that the 2800 system has a cracked (broken) leg extension. There was no report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the leg extension. The system was tested and found to be working as intended and placed back into service.